Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during use with an interlink t-connector extension set, a leak was observed from the intravenous (IV) tubing. It was further specified that ¿the baby was unwrapped and found to have apparent blood and IV fluid leaking onto the linens of the bed¿. The amount of blood loss was not reported. The neonatal percutaneously inserted central catheter was examined and found to be ¿damaged¿ and leaking. According to the reporter, the ¿damaged portion was the yellow hub on the t connector¿. An attempt was made to repair the line with a new t connector; however, it clotted and subsequently removed. The patients blood glucose was checked and was ¿within normal limits¿. It was reported a blood transfusion was needed. Two new peripheral ivs were placed for IV fluids and blood transfusion. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection observed that the septum "was bulge" above the housing. However, the alert ring and swage ring were observed complete and without damaged. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.